Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 451mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the settings and found that the device was set to exchanges instead of grams. Advised the caller to talk to his doctor before making this change, but the customer insisted on changing it. Reviewed the alarm history and found an alarm. Instructed the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice and alarmed motor error the second time around. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test and alarm test. No alarm or memory anomaly noted when testing the bolus wizard settings. The insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window, scratched case and cracked battery tube threads.